Event description:
During an elective laparoscopic nephrectomy for harvest of a donor kidney, the stapler used to dissect the renal artery misfired. The artery was cut but was not sealed. The patient sustained a large blood loss. The patient needed intra-operative consultation for vascular surgery to repair the artery. An estimated 6 liters of blood was lost and the patient required blood product resuscitation and ICU care post-operatively. Manufacturer response for endovascular gia -30 stapler, endovascular gia -30 stapler (per site reporter). No response to date.